Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital complaining of feeling uncomfortable. Upon interrogation, the pulse generator exhibited backup vvi operation. After downloading the device product code normal device function resumed. No additional information was available at this time.